Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient had developed a percutaneous lead infection due to suspected poor hygiene. The patient was admitted with heart failure symptoms and was being maintained on anticoagulants and symptoms improved. A pocket exploration was performed to excavate pus and the infection cleared. It was reported to wean the patient off the lvad pump and close left ventricular sewing ring site. The lvad pump was explanted on (B)(6) 2012.

Manufacturer narrative:
The manufacturer is attempting to acquire the device for further evaluation. No further informatin is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.